Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed circulation pump. The device was evaluated. The unit had to be primed to fill. The circulation pump was found to be the cause. A 2k pm was planned for the device. However, the customer decided to retire and replace the device. The device was scrapped, and no repairs were made. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device with filling issues, they would like to send it in for assessment and get a loaner. Per follow up information received on 08nov2024, it was reported that sample received. No patient involved at the time of the malfunction.